Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm and an off no power alarm. The customer's blood glucose level was 350 mg/dl. During troubleshooting, the customer performed the displacement test and it passed. The customer was informed that the alarm was caused by a connection issue, and to monitor the device and call back if problems persisted. Nothing was replaced or returned.